Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on the right atrial and right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2019. During the procedure, it was noted that both leads had an insulation breach. No resolution was reported for the right atrial lead and the patient was stable before, during, and after the procedure.